Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the device passed the displacement test. Further testing could not be performed.

Event description:
The customer reported that he thinks the insulin pump is over delivering insulin. Explained to the customer that the programming could be reviewed to know whether or not the insulin pump is over delivering. The customer stated that the battery was removed, and he does not feel comfortable using the device. Advise the customer that the insulin pump will be replaced. No further information was provided.